Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in device history.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. They did not hear beeps when the audio volume settings were saved. The device did not pass troubleshooting. The customer also reported that they had high blood glucose readings due to an occluded infusion set. The customer¿s blood glucose during the incident was 397 mg/dl. Details regarding symptoms or treatment of their high blood glucose levels were not provided. The device will be returned for analysis.